Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was partially deployed with incomplete exchange sheath splitting. The clip was visible at the distal end of the flex-guide. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the component`s tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal and of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the exchange sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was met and distal deployment could not be completed. When the device was removed, the clip was noted to be deployed in the middle of the exchange sheath. Manual compression was applied to achieve hemostasis. The technician is trained in the use of the starclose se. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.